Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of a hole in the seal.

Event description:
It was reported that upon opening the packaging during preparation, there was a hole observed in the last layer of the packaging, compromising the sterility of the product. The procedure was completed using a second device and there were no patient complications reported.